Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/10/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned to the manufacturer in its original folding carton. The intraocular lens (iol) was also returned in a separated bag. Visual inspection at 10x microscope magnification showed that the tip of the cartridge was deformed. No cracks were observed. The lens was observed broken at the haptic/optic junction. Part of the lens optic included the haptic was observed cut/broken. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge was noticed deformed. The surgeon ejected the intraocular lens (iol) out of the patient's eye and the lens was noticed cracked. No patient contact reported and no patient injury. The operation was completed safely using another lens, same model. No further information was provided.